Manufacturer narrative:
Device evaluation update: upon further investigation, it was also determined that the cutter could not be inserted due to worn out bearings, which created a situation where the cutter was not able to be inserted. That was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was further determined that the failure was caused by worn out bearings which was due to normal use and servicing over time. It was further determined that the drilled neuro-tip leg was due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The damage was caused by user error. It was further determined that the assignable root cause was also due user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being further investigated. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the neuro tip and bearings of the craniotome device were damaged. It was further determined that the ball bearings had fallen apart, the balls and cages were missing, and the crane boom was damaged (abrasion). It was noted in the service order that the device was not working according to its specifications. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device failed the cutter insertion and had drilled leg. It was determined that the cutter could not be inserted due to a broken bearing. It was further determined that the drilled leg was due to excessive force. It was further determined that the device failed pretest for visual assessment, lock operation and cutter insertion. The assignable root cause was determined to be due normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.